Event description:
It was reported that the balloon expandable stent dislodged from the balloon as it was being inserted into the valve of the introducer sheath. Another balloon expandable stent was used to perform the procedure. There was no pt involvement.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The balloon was inflated and the stent has dislodged distally over the distal marker band. The patency of the guidewire lumen was tested using a 0.035" in-house guidewire and passed with no issues. The stent was loose on the balloon and was able to easily move. The balloon was then observed under magnification (microscope 10x) and the stent crimp impressions were present on the balloon surface. This indicates that the stent was crimped on the appropriate balloon location during the manufacturing process. The complaint investigation is confirmed for a dislodged/dislocated stent. The definitive root cause could not be determined based upon the available info. It is unk if the procedural issues contributed to the reported event.